Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator could not be interrogated. The physician tried using two different programmer, two different telemetry wands, and a usb-dongle. It was noted the patient was discharged three days after device implantation but was hospitalized at another clinic in (B)(6) 2024. ECG and holter monitoring were performed, reveling inappropriate shocks, atps, ventricular oversensing and ventricular loss of capture. The patient was discharged three weeks later without device check since the clinic did not have a merlin 3650 programmer. The patient returned to clinic and the device couldn¿t be interrogated. A magnet was placed over the device, however, there was no response. Technical support was contacted; however, the interrogation was unsuccessful and device explant was recommended. X-ray performed on (B)(6) 2024 revealed that the patient had twiddler¿s syndrome and both leads were dislocated. The device and leads were explanted on (B)(6) 2024. The patient¿s condition was stable.